Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt was: pxc141000/04855833.

Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Approx a month later, the follow-up computed tomography scan revealed a type I endoleak of the right limb of the endograft. Three days later, a reintervention occurred and the additional device was implanted. The endoleak was resolved. The pt is doing well.